Manufacturer narrative:
Changed from 'initial use of device' to 'unknown'. The monitor was manufactured june 9, 2008 with an expiry date of june 7, 2013. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced device has significantly exceeded its useful life. Examination of the returned device confirmed the customer¿s complaint. During evaluation the monitor failed the requirements of the test protocol while displaying error messages related to temperature. The root cause of the failure was isolated to a malfunction of the cco board. There was no indication or evidence of a manufacturing defect. The cco board was replaced and the restored monitor will be returned to the customer. Edwards will continue to review and monitor all events. If action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the device is expected to be returned for evaluation; however, it has not yet been received. A supplemental report will be communicated accordingly once the device is received and evaluated.

Event description:
It was reported that during use, the vigilance ii monitor displayed a very high patient temperature (42 degrees celsius). No fault messages or alarms were noted. The customer thought the issue was the result of a calibration problem. There was no patient compromise reported and no other system-related devices were identified as suspect.